Manufacturer narrative:
(B)(4). The device/parts will not be returned for evaluation.

Event description:
Ir was reported via a call from the rn in the cardiothoracic intensive care unit (cticu) that the patient was transferred to this hospital and the rn did not know the indication for intra-aortic balloon (iab) use. The rn reported a reoccurring alarm "system error 7" and the alarm code read 42 and 2. Thr clinical support specialist (css) asked the rn to power down the pump and wait 5 to 10 seconds and turn the pump back on. The pump started pumping and supporting the patient, but the alarm reoccurred. The css told the rn that she needed to exchange the pump. The nurse was directed to send the intra-aortic balloon pump (iabp) to biomed. The rn verbalized understanding and had no further questions. The css gave the rn her cell number to call should she have any questions during the exchange. Add'l info received on (B)(4) 2014 per the field service rep stated "they have elected not to repair the pump at this time. No parts were replaced or will be returned."